Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).

Event description:
It was reported by the eyecare professional that a pt experienced moderate pain and redness, mild corneal staining, an unk quantity of central infiltrates, and a large central corneal ulcer in the left eye due to eye contact lens abuse. The pt has a pre-existing condition of corneal hypoxia. The pt was treated with zymar. The pt was scheduled for a f/u exam visit on (B)(6) 2010, however, she canceled and has not rescheduled the appt. It is unk if the issue has resolved and if contact lens wear has resumed. Additional info has been requested but not yet received. Upon receipt of additional info, if there is any further relevant info, a f/u report will be filed.